Event description:
On (B)(6) 2012, the patient's father contacted animas to report that the patient's blood glucose (bg) had been running low (in the 30-60 mg/dl range) at night recently. When the patient's bg is below 60 mg/dl she feels shaky and drinks juice in response to the low. At the time of the call, the patient's father stated that he patient was taken to the ER on (B)(6) 2012 because the patient had a virus and was vomiting. The reporter stated that the patient's bg when she arrived to the ER was 'low'; however, he did not provide the reading. It is also not known what treatment, if any, the patient received at the ER. The patient's father reported that the patient was taken off the pump while in the ER and was discharged home later that day. The patient's father informed customer support that the patient was taken to the ER because of virus and vomiting and not due to a blood glucose excursion. It is not known if the patient's bg was tested prior to going to ER. At the time of troubleshooting, the patient¿s father confirmed the pump¿s date and time were correct and all advanced settings programmed correctly. The reporter also confirmed the basal rates were correct to his knowledge. Review of pump¿s alarm history did not reveal any associated alarms. Customer support noted that prime and total daily delivery (tdd) were accurate and that all boluses had been completed. After reviewing pump, customer support explained to father various contributing factors that affect bg. Customer support noted no defect of pump found during review. Although review of the pump did not reveal a malfunction of the device, this complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4): no defect was found. The pump was tested on a 29 hour flow test and was found to be delivering within the required specification. No alarms or pump conditions representing a malfunction were recorded in black box or alarm history. Daily insulin delivery totals were reviewed and correctly reflect the programmed basal rates. No activity outside normal use observed in the black box or download history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.